Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site telephone, event site email), e2, e3, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: a1, b5, d1, d4 (version or model #, catalog#), d5 (other operator of med. Device), d10, e1 (event site country), e4, g1 (contact person ¿ mfg site), g2, h6 (health effect - impact codes). The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is danny grabber, biomedical engineer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) failed the drive performance test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) during a previously scheduled service call, the iabp did not pass performance tests and failed all leak tests. The fse tested pneumatic diagnostics and observed k7 pulling vacuum and unable to toggle on/off. The fse found a defective drive manifold assembly which was replaced and the issue corrected. The fse completed all safety, functionality and calibration checks. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the drive performance test. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.